Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The event date and specific procedure are unknown. Manufacturer report 2955842-2024-20327 documents the report of tissue entrapment with the prograsp forceps instrument.

Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, the fenestrated bipolar forceps instrument wrists would get caught in the patient's peritoneal tissue. It was noted the surgeon is aware of the tissue sticking within the instrument wrists of the fenestrated bipolar forceps instrument and the prograsp forceps instrument and has adjusted their surgical technique of these instruments in order to avoid any peritoneal tissue becoming stuck during the procedures. The surgeon often operates with trainees and notes the injuries most often occur when a trainee is operating as they are not anticipating the potential tissue entrapment within the instruments. When a hole in the peritoneum is created due to the tissue becoming caught within the instruments wrist and the instrument is pulled away it would require additional suture to repair the defect of the hernia pocket. The surgeon reports there have not been any patient related complications postoperatively due to these events, the procedures were able to be completed robotically. The surgeon reported this event to an intuitive surgical, inc. (Isi) representative at a conference; the event date and specific procedure are unknown.